Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced five infusion set was accidentally pulled out during use due to tubing catching on something or pump falling over the last 2-3 months. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2026-05335. Device 4 of 5.